Event description:
It was reported that the patient's left ventricular (lv) lead exhibited failure to capture. The lv lead was explanted and was not replaced. The patient status throughout the procedure was unknown.

Manufacturer narrative:
The reported event of capture anomaly was not confirmed. A complete lead was return in one piece. Electrical testing, visual and x-ray inspections of the lead did not find any anomalies.